Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint however, the product was not returned for eval, and the product and lot numbers were not provided; therefore, a review of applicable material records, mfg records, storage records, and distribution records was unable to be conducted. A review of said records will be conducted. A review of said records will be conducted should be the requested info and/or the product be received for eval, and a supplemental medwatch report will then be submitted according to requirements. Model, catalog, lot#: this info has been requested however, not received. The product has been requested for eval however, not received. The date of manufacture cannot be determined without model and lot numbers. A review of applicable records and eval of the product is not possible as the model, catalog and lot numbers were not provided and the product was not returned.

Event description:
It was reported that a male pt underwent removal surgery on (B)(6) 2011 of two (2) transition ha polyaxial pedicle screws that broke post-operatively, originally implanted on (B)(6) 2009.